Event description:
Caller reported experiencing a cartridge alarm 20, but there was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and the caller had not previously reported similar cartridge alarms with this pump serial number. The caller was able to successfully load a cartridge and resume insulin therapy, resulting in the issue being resolved. Cts to replace pump. Customer will use a backup insulin pump for insulin delivery.